Manufacturer narrative:
Product analysis the partial lead in segments was returned, analyzed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.